Event description:
It was reported that the number three electrode contact had appeared frayed or damaged after removal of the accessory lead cap cover during the case. Exposed wires seen in the area contacted by the cap and the distal tip material had appeared stretched. The lead had separated easily from the temporary cap during the stage ii procedure; the surgeon had followed manufacturer instructions for use. The lead damage had been attributed to use of the temporary lead cap. The lead was subsequently inserted into the extension and the system connected after the surgeon cut-off the #3 contact in order to attach the extension and connect the system. Post-operative impedance readings obtained showed all unipolar electrode pairs were between 830 and 840 ohms, at 37 to 39 usec and a short circuit was suspected. Add'l impedance data obtained at 3v, showed values in the mid-500 range. No pt symptoms or injury was reported.

Manufacturer narrative:
.